Event description:
Asr revision.asr xl system - right hip.reason(s) for revision: component malalignment / alval soft tissue reaction.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Serious injury not reasonable to conclude; no harm to patient; no extension of surgical procedure. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During surgery about 2 ml of turbid brownish synovial fluid was removed. A small bursa-like structure, the size of the head of a thumb was removed. The synovial fluid and the inside of the joint are consistent with an adverse metal reaction. On the ball, there are three surface scratches of less than cm in length, located a few millimeters apart and parallel. The direction of these is such that they are unlikely to have occurred during surgery. During an examination before luxation, no impingement catches whatsoever could be observed.